Manufacturer narrative:
Additional information was provided in h.11. Only lens case and carton received, no iol inside the lens case. No root cause identified as no iol was returned for evaluation. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the haptic was broken in the bag while implanting lens. The procedure was completed on same day without any harm to the patient. Additional information has been requested.